Event description:
(B)(4). Same case as 2134265-2011-02368. It was reported that following a coronary artery treatment procedure, the patient experienced a myocardial infarction (mi). The lesion being treated was located in the right coronary artery. The physician implanted a 3.5 x 16 mm taxus liberte stent without complication. The patient returned for a staged procedure to the left circumflex (lcx) 20 days later. The target lesion was identified in the proximal to distal lcx and was noted to be a chronic total occlusion (> 3 months) with a length of 26 mm and a reference vessel diameter of 3.8 mm. The physician successfully wired and dilated with a 1.5 x 15 mm balloon. Following inflations, angiography revealed "a localized dissection extending into the area that had initially been totally occluded into a large av groove branch." Multiple inflations were performed with a 2.5 x 20 mm balloon across the area of disease. There was still evidence of a dissection plane in the mid lcx involving the take off of a moderate sized obtuse marginal (om) branch. The physician treated the lesion with two overlapping taxus liberte stents (3.5 x 32 mm proximally, 3.0 x 32 mm distally). Following post-dilatation, there was timi iii flow and 0% residual stenosis. Repeat angiography revealed resolution of the dissection plane. The takeoff of the om branch was jailed during this procedure; however, this branch was collateralized pre-procedure. Following the index procedure, the patient experienced a non q-wave mi. The patient was discharged 7 days later.

Manufacturer narrative:
The device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).